Manufacturer narrative:
(B)(4). Please note that this device is not sold in the us but is similar to the maxi ld device that is sold in the us. During an interventional procedure a 7f 15x40 110 length maxi ld percutaneous transluminal angioplasty (pta) catheter ruptured during its initial inflation. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The balloon was delivered to the lesion and inflated when it ruptured. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17391635 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported balloon burst. According to the instructions for use, which is not intended as a mitigation, ¿in vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
During an interventional procedure a 7f 15x40 110 length maxi ld percutaneous transluminal angioplasty (pta) catheter ruptured during its initial inflation. It was unknown how the procedure completed. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis because it was discarded in the hospital. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The balloon was delivered to the lesion and inflated when it ruptured.